Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a high drain 104 alarm (night drain #4) occurred during drain four of four on a homechoice. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume. The care giver stated the nurse advised to fill the patient manually with extraneal due to missed therapy the night before and let the machine drain her. The technical service representative checked the programming. The technical service representative asked if they normally drain the patient manually before starting therapy, the care giver stated yes. The technical service representative explained that because the initial drain alarm = 0ml and the patient had a manual fill of 2000ml, the machine met the move on criteria after 17ml and caused the high drain alarm. The technical service representative explained the verify I drain setting that comes up after the connect yourself prompt. The care giver stated they do not change that. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.